Manufacturer narrative:
Device remains within patient. Therefore, no device evaluation will be performed. Instructions for use for this device state: warning: excessive applied traction forces may impact the lld¿s ability to disengage from a lead.

Event description:
A philips representative reported that during a cardiac lead management procedure to extract a malfunctioning implantable cardioverter defibrillator (ICD) lead that the physician prepped the cardiac implantable electronic device (cied) pocket and right ventricular 65 linox ICD lead, utilizing a spectranetics lead locking device (lld)#2 (lot # flc18k18a). There was severe lead on lead binding encountered in the area of the subclavian, innominate, superior vena cava (svc) area. Due to complications which arose during the case, the lead locking device was cut and capped within the 65 right ventricular (rv) linox lead and remains within the patient to date.